Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer's insulin pump had inaccurate readings. Customer's blood glucose was 216 mg/dl and their sensor glucose read 47 mg/dl. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. Customer also reported experiencing a blood glucose between 40 mg/dl and 50 mg/dl. The customer also received calibration error and change sensor alerts. No additional information provided.